Event description:
It was reported that the device circuit board "smokes". Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. No product was returned for investigation. Therefore, we are unable to determine the reported complaint. If we receive the product, we will reopen the investigation for further evaluation. The most probable causes would be a fluid ingression on the pcb board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.